Event description:
Rptr had the implants implanted on 9/5/80. Rptr complains of left breast hardness requiring closed capsulotomies, joint swelling, pain and stiffness in hips, feet, back, hands, fingers, wrists, ankles, and shoulders, muscle fatigue, swollen fingers and hands, fatigue, migraines, numbness and tingling of fingers and feet, breast problems of burning pain, extreme sensitivity, visible implant wrinkles, chest pain, nervousness, 30 pound weight loss, night sweats, general aching and stiffness, flu symptoms, memory problems, coldness of extremities, spots in eyes with slight headaches, rectal bleeding, and aching feet.